Event description:
When the doctor was removing the ankle clamp from the patient's ankle the green hinge broke off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was not confirmed. There is no indication the event was related to patient factors. Device history review: review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been other similar reported events for this lot ID. Conclusions: the exact root cause cannot be determined at this time as the product was not returned for inspection. Ncr and CAPA were opened to perform a root cause investigation for similar event descriptions. The root cause of CAPA determined: design review procedure(s), in place at the time of device development were not comprehensive enough to identify all potential failure modes. Not all potential failure modes, including those initiated by forseeable misuses of the device, were identified and mitigated at the time of device development. The material selected was inadequate for designed use.

Event description:
When the doctor was removing the ankle clamp from the patient's ankle the green hinge broke off.